Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly customer will continue to use the pump until the replacement arrives. There was no reported adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.